Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a high out of range shock impedance measurement. The shock impedance has been fluctuating since implant. No plan for a revision procedure at this time. There were no adverse patient effects reported.

Event description:
Additional information was received that the high shock impedance measurements have remained an ongoing issue with no remedial action noted at this time. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.